Event description:
It was reported that this lead was abandoned during a device and lead replacement due to infection. A suspected lead fracture or damaged insulation was noted. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported. Received additional information the hospital confirmed there was no product issue with this lead. The lead is still implanted and in service. The device and lead revision procedure was completed successfully. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).